Event description:
A clavicle plate broke post operatively; the plate and six screws were explanted and replaced with another plate and screws.

Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2015-00016: plate, MDR 3025141-2015-00017: screw 1, MDR 3025141-2015-00018: screw 2, MDR 3025141-2015-00019: screw 3, MDR 3025141-2015-00021: screw 5, MDR 3025141-2015-00022: screw 6.